Event description:
It was reported that the patient had a decrease in hearing performance in the past and 5 electrode channels had been switched off. The patient was re-implanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.